Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that since friday their handset has not been working. Caller stated that the handset will power on, but it won't let them do anything. Caller added that the screen just keeps circling and circling. Caller was attempting to connect to the mystim app during the call and mentioned seeing service code 201 eri. Caller stated this is the first time they've seen it. Caller was able to bypass the message and access their therapy. Agent reviewed the eri message with caller. Caller stated they were very surprised as their old battery lasted for many years and this one only lasted for one. Agent redirected caller to healthcare provider.